Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: review of the black box data revealed that records from the date of the alleged event had been overwritten due to continued patient use. The available records revealed daily insulin totals correctly reflected the user's programmed basal rates. During investigation, the pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a blood glucose (bg) reading of about 30 mg/dl with difficulty speaking, unsteadiness when standing and walking, severe dizziness, blurred vision, confusion, cognitive impairment, and a severe headache. Reportedly, the patient was treated on (B)(6) 2016 with glucose tablets or glucose gel by someone who was not a health care provider. The reporter also noted that the patient had a kidney disease and remained on insulin pump therapy following the blood glucose excursion. No further information was provided related to this complaint. Customer technical support has made several attempts to contact the reporter in follow-up; however, no additional information was received. If additional information is provided, a supplemental report will be submitted. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.